Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2014-23391. It was reported due to lead migration, the pt underwent surgical intervention where her leads were replaced with new ones. In addition, the physician electively removed and replaced the pt's ipg. The pt reported effective stimulation coverage postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.